Event description:
The customer reported having problems with the clamp for the headframe. They stated that they are not always able to get the first clamp to close all the way at times.

Manufacturer narrative:
Investigation results: investigation into this issue has shown that it may be possible to have a situation where the frame adaptor latches can get stuck just above the frame surface and, as a result, the frame will not be fixed properly. This could then result in a small amount of movement between the stereotactic frame and the frame adaptor in the leksell "z" direction. This "shelf" can be created if the latch has been forced into a locked position when at a small angle. Because this can result in possible movement between the stereotactic frame and the frame adaptor, there is the potential that this could cause the patient to be positioned incorrectly during treatment. Release of an important notice is planned to give customers a clear instruction on how to ensure that the frame is latched correctly, which will be filed appropriately with the FDA as an 806 correction report.